Event description:
The emar (electronic medication administration records) card that activates the machine was unresponsive. The technician was called, he took the machine to the information systems area. He thought the battery may have over heated. He opened the battery pack, and at that time, the battery exploded.